Event description:
The report received indicated that the tip of the stabilizer wire looked mangled. The problem occurred before insertion to the pt. The problem occurred approximately 3 cm from the distal end of the wire. The device was exchanged and the intended procedure, peripheral atheterectomy, was completed without complications. Additional info indicated there were no attempts made to reshape the wire and the wire was not pulled by the distal, floppy, end during removed from the wire dispenser.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Additional info will be submitted within 30 days upon receipt.